Event description:
It was reported the monitor speaker is not working. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
The customer received remote application assistance from a remote support engineer (rse) who connected remotely into the primary server of the pic ix system to verify the issue. After checking the configuration the rse found that the incorrect speaker device was set as the default. After selecting the second available option, the speaker began functioning correctly, allowing alarms to be audibly heard. Based on the information available, the cause of the reported problem was due to wrong speaker configuration by the user. The reported problem was confirmed. The reported problem was solved after changing the configuration for the speaker setting. The device remains at customer site. The investigation concludes that no further action is required at this time.